Event description:
Additional information was received that ra pacing impedance measurements were greater than 2,000 ohms, with atrial threshold measurements of 6.5v@1ms. Additionally, artifact was observed on the ra lead and the lead was programmed off. Right ventricular (rv) lead pacing impedance measurements were 1,600 ohms. The device was reprogrammed to vvir. A chest xray showed a kink in the ra and rv leads, near the clavicle. It was believed that the ra lead may have already fractured. A revision procedure was to occur. The patient with this implanted system reportedly felt malaise as a result.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. It was reported that the rv and ra lead had dislodged. The lead were surgically abandoned and the device was explanted and replaced. There were no adverse patient effects reported. The device is not expected to be returned.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance and threshold measurement. The physician was considering a lead revision. The lead remains in service. No adverse patient effects were reported.